Event description:
Pt believes they were not properly informed and has had problems ever since undergoing uae. Pt has had night sweats (severe right after surgery), headaches, memory loss, and cessation of menstruation.